Event description:
Additional information received from the patient stated that a CT scan picked up on an old lead from a previously removed implantable neurostimulator (ins). It was reported that the actual ins that implanted on (B)(6) 2016 was still intact. The patient reported that the circumstances that led to the system not being intact was that they were having pain after surgery, was not the ins, but an si joint fusion peg that had loosen. The patient stated that bone scan revealed the problem was an si joint fusion peg. It was reported that the problem has been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported having pain at her implantable neurostimulator site going down to their buttocks and leg. It was noted that CT scan results showed that the implanted system was not intact and the patient felt something poking her at the implant site. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.